Manufacturer narrative:
This report is filed november 25th, 2014.

Event description:
Per the clinic, the patient experienced poor sound quality with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2014. During the same surgery, the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.